Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation the 5v line in the trunk cable was shorted to ground causing the monitor not to power up. The cause for the shorted line cannot be positively determined. No adverse event resulted from the defective electrode belt cable. The pt rec'd a replacement electrode belt.

Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that the patient's monitor will only work when the electrode belt cable is held in a certain position. The pt was provided with a replacement electrode belt.